Event description:
It was reported a patient had been googling the issue of pain with the stimulator and read that other patients had their ins removed because of pain it had cause them. No further information was reported.

Manufacturer narrative:
(B)(4).